Event description:
A malfunction alarm identified as malfunction 0-0x277d was reported by rubin medical ab from a customer in sweden. The customer's blood glucose level was unknown at the time of the event, and there was no available information regarding any adverse impact. The pump had experienced the same malfunction multiple times, leading to a pump replacement. Although the customer did not disclose their backup therapy, they were informed about the necessity of replacing the pump. Instructions for transporting and returning the faulty pump were provided, and a replacement pump was arranged to be sent to the customer.